Event description:
A customer reported to baxter (B)(4) a buretrol administration set in which the drip chamber separated from the tubing. This resulted in a leak of normal saline during priming. There was no patient involved; therefore, there were no reports of patient injury; medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. Visual inspection revealed that the drip chamber had separated from the burette chamber. Therefore, the reported condition was confirmed. The assignable root cause was attributed to a bonding failure. A corrective action was already implemented that standardized the tool (medica solvent dispenser) instead of dip tool used during assembly in order to reduce/remove risks of uneven solvent application.